Manufacturer narrative:
The final device was evaluated in the field and the issue was confirmed; however there was no product malfunction as the issue was a result of user error where the scale was improperly zeroed prior to use. The scale was zeroed and the bed was returned to service.

Event description:
This report summarizes 17 malfunction events, where it was reported the scale was inaccurate.  There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 8 devices were inspected in the field but the issue was confirmed; however, no defect or malfunction was found. The issue was the result of use error as the scale was not properly zeroed before use. 1 device was not inspected, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 17 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.